Event description:
It was reported the left ventricular lead had high thresholds. Additionally, the patient reported experiencing anginal chest pain. The patient speculated this may be due to working in the cold and working more than he had been recently. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.